Event description:
End user reported that while in a retail store the power wheelchair accelerated unintentionally on its own. The wheelchair ran into two bystanders who sustained bruising¿s. It is unknown if any medical intervention was sought.